Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the balloon and dislodged. The 70% stenosed target lesion was located in the non-calcified proximal left main (lm). While advancing the 4.00x8mm taxus liberte stent delivery system for the first time, it was noted that the stent moved on the balloon but remained inside the 6french non-bsc extra back up (ebu) guide catheter. The guide catheter was successfully removed with the stent inside. The procedure was completed with another device and no patient complications were reported. Requests for additional information were unsuccessful.